Manufacturer narrative:
(B)(4).

Event description:
The receiver (serial number (B)(4), lot number 5205029) being used with the transmitter was returned for evaluation. A visual inspection was performed and "call tech support" error was observed on the screen. The data log could not be retrieved because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any out of range occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 03/03/2016 to report a loss of connection between the transmitter, smart device and receiver that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/23/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.